Manufacturer narrative:
(B)(4). Physio-control evaluated the customer¿s device and was unable to duplicate the reported issue. Physio did observe that when a specific battery was installed in the device, when the other battery was removed, the customer's device would power off. When only the faulty battery was installed, the device would not power on. The faulty battery was observed to have corrosion. Corroded battery terminals can cause the device to inappropriately lose power. After removing the battery, proper device operation was observed through functional and performance testing. The device was returned to the customer for use. Physio downloaded the electronic records from the customer¿s device and was able to confirm that their device experienced an inappropriate loss of power.

Event description:
The customer contacted physio-control to report that their device powered off by itself during the morning check of their device. There was no patient use associated with the reported event.